Manufacturer narrative:
The explanted devices involved in this event have not be returned for evaluation. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 bifurcated stent graft and afx vela suprarenal devices. Approximately two (2) years post initial procedure, the patient presented emergently with back and belly pain. The physician detected a possible type ia endoleak with an enlarged aneurysm sac (unknown diameter). In addition, the physician observed an aggressive type ii endoleak (non-device-related failure). The physician elected to treat the patient by explanting the afx devices and repairing with a surgical tube graft (non-endologix). The re-intervention was successful and the patient reportedly tolerated the procedure well. As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the event of the type 2 endoleak from the internal mesenteric artery and the surgical conversion. The event is most likely anatomy related. The aneurysm growth and type ia endoleak events are undetermined based on the medical records and imaging available for review. The superior stent position of the proximal extension was 11.5 mm caudal to optimal placement, however it is unclear without comparative imaging if this was migration or suboptimal placement at implant. No procedure related harms were identified. The final patient status was reportedly stable, discharged home post operative day six (6) the surgical conversion. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: b5: describe event or problem has been updated h3: device evaluated by manufacturer has been updated h6: result code: remove code 3233 h6: conclusion code: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 bifurcated stent graft and afx vela suprarenal devices. Approximately two (2) years post initial procedure, the patient presented emergently with back and belly pain. The physician detected a possible type ia endoleak with an enlarged aneurysm sac (unknown diameter). In addition, the physician observed an aggressive type ii endoleak (non-device-related failure). The physician elected to treat the patient by explanting the afx devices and repairing with a surgical tube graft (non-endologix). The re-intervention was successful and the patient reportedly tolerated the procedure well. As of date, there have been no additional patient sequelae reported. Additional information: clinical assessment identified the superior stent position of the proximal extension was 11.5 mm caudal to optimal placement but was unable to determine if this was migration or suboptimal placement at implant.